Event description:
Pt rec'd 107.32 gy of therasphere to right lobe of liver in 2000 and 212.95 gy of therasphere to right lobe of liver in 2001. At baseline in 11/2000, the pt total bilirubin = 1.6 mg/dl. From 12/00 through 3/2001, the pt's total bilirubin did not exceed 2.1 mg/dl. On the next day the pt's total bilirubin = 3.6 mg/dl. The medical oncologist overseeing their care judged the evevated bilirubin after treatment with therasphere to be possibly related.